Event description:
Caller reported that pump malfunction occurred, displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer will continue to use current pump for insulin therapy.